Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient experienced a loss of data when his phone reset after a transatlantic airplane trip. He landed at new york from israel on monday at 6:00 pm local new york time, and when he left the airplane his phone reset 7 hours backward. The patient lost data for that time period, and as a result, he did not receive alerts, readings, or trend arrows until he went to sleep (12:30 am tuesday). He did not respond to his sister and he lost consciousness so she called emergency medical services (ems). The patient¿s blood sugar was 20 mg/dl, he was shaking, and he did not receive a low alarm. Upon arrival the emergency medical technician (emt) did a blood glucose (bg) finger stick (value unknown) and put sugar to his lips until he regained consciousness at 01:00 am on tuesday. Upon awakening, his cgm value was 70 mg/dl, and the bg finger stick value was unknown. After the event the bg finger stick value was 90 mg/dl and he was in medically stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.